Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the tka procedure with the ps3n cement for femoral, the fixed bearing3cement for tibia, the extension stem 14mm x 50 and the patera 32mm. In the surgery, a mistake in liner selection occurred. The medical staff should have selected a ps insert because the femur was supposed to be ps implant, but they mistakenly used a crs insert in question. After all procedures are completed and the surgeon leaves, the error was noticed and replaced again immediately with a 7mm insert compatible with femoral implants. The surgery was completed successfully without any surgical delay. No further information is available.